Manufacturer narrative:
Medical safety reviewed the event and noted there is not enough information to exclude the automated impella controller (aic) as an associated factor to the outcome (patient's demise). The pump stop/failure for the impella cp pump 1 is a serious injury as well as impella cp pump 2 (replacement pump) where the patient developed limb ischemia. Limb ischemia can lead to more complications down the line, but the immediate issue is the aic pump failure (and this is what led to or contributed more to the demise outcome). The aic is one of three devices associated with the event. Note the following: refer to initial medical device report for the impella cp pump 1 serial number (B)(6) with date of event 22-apr-2025 and patient identifier ending in (B)(6). Refer to manufacturing report number 1220648-2025-28324 for the impella cp pump 2 (replacement pump) report. The automated impella controller device was not received from the customer; therefore, evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and would experience pump failure due to an accident with the automated impella controller. The patient would eventually expire. The impella cp was successfully placed, and percutaneous coronary intervention was completed via a drug-eluting stent to the left anterior descending artery. That evening an echocardiogram was completed with pump at "good" position, 3.3cm from aortic valve. The next morning discussion was made with cardiologist and cardiovascular and thoracic surgeon, and the plan was noted to escalate to 5.5. The request was made and accepted to transfer the patient to another hospital later in the day. The transfer was completed by flight crew. The aic was attached to side of stretcher and when entering the elevator, the blue portion of the impella plug hit the elevator door and broke off. Pump failure occurred; support level diminished to p-0. The patient was in critical condition. Consequently, the aic was exchanged and the impella cp device pump 1 was explanted and replaced with another impella cp device pump 2 for continuation of therapy. On the replacement impella cp device pump 2, the patient would develop limb ischemia undergoing a fem-fem bypass and eventually expire three days thereafter. Care was withdrawn.

Manufacturer narrative:
The investigation has been completed. Log review: the console logs show a sudden red "impella stopped (mechanical/electrical issue" alarm in the logs, confirming the complaint. This is followed immediately by a red "impella disconnected (running pump disconnected)" alarm. The console is shut down ~28 minutes later. The console was not returned for the investigation. The cause of the issue was determined to be use related. H3: added information regarding the investigation status. H6: added codes per the results of the investigation h10: added the results of the investigation.